Event description:
On (B)(6) 2022, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses, gore® excluder® lliac branch endoprostheses (ibe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx) to treat right and left internal iliac arteries aneurysms. Reportedly, the physician mentioned that it was off label procedure with a combination of internal components and vbx requiring seal into posterior gluteal arteries on both the left and right internal iliac arteries. Completion of the procedure showed the successful flow through the graft into both left and right internal iliac arteries and gluteal arteries. Sepsis was confirmed post procedure. The physician explained that it was expected and it was not unusual due to the two large aneurisms and the bodies normal response in this situation. The physician confirmed that devices were not infected. On (B)(6) 2022, a follow up computed tomography scan showed that the right internal iliac artery was occluded. The physician decided against further intervention on the right side as the left vessel was stayed open and continued to manage patient's sepsis. It was reported that the patient had a distal tortuous anatomy and it possible contributed to the event. Also, the off label use of the devices can be attributed to the occlusion. The physician is monitoring the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Manufacturer narrative:
Added component code. A review of the manufacturing records indicated the device met pre-release specifications.